Event description:
Same case as 2134265-2015-00375 and 2134265-2015-00376. It was reported that auto pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter. However, the device was unable to perform auto pullback. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that a kink in the sheath assembly at 18.7 cm from femoral marker to the distal end, the telescope assembly was not able to properly pull back, advance, or retract due to kink in the sheath and the catheter was not able to properly pull back manually and automatically when a test pullback sled assembly was used. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2015-00375 and 2134265-2015-00376. It was reported that auto pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter. However, the device was unable to perform auto pullback. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).